Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device the user's request was confirmed. It was discovered, the peeling of the surface of the ultrasonic probe was due to physical stress. In addition, it was noted, the bending section rubber adhesive was missing, there was not enough adhesive in the screw holes on the tip cover, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob was out of the normal state due to the extension of the angle wire, up / down knob did not work smoothly. There were also scratches found on the grip and on the serpentine tube at the insertion part. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had ultrasonic probe damage. Upon inspection and testing of the returned device, it was discovered the ultrasonic probe was peeling. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of peeling of the ultrasonic probe found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the ultrasonic probe peeling likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "visually check that there are no abnormalities such as cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, protrusions, sagging, deformation, bending, adherence of foreign matter, and parts falling off on the outer surface of the entire length of the insertion, including curved parts and tips." Olympus will continue to monitor field performance for this device.